Event description:
It was reported that during a myomectomy procedure in 2008, the device worked as intended, but upon removing the bag and specimen, the surgeon noticed the bag had broke. The surgeon believed all pieces of the bag had been retrieved. In 2009, the patient came back with pelvic pain, so the surgeon went in to remove another fibroid. During the second procedure, the surgeon found a piece of plastic, which is believed to be a part of the bag. The piece was retrieved and the patient is fine. It should be noted that these are the only two surgeries the patient has had. The piece of bag will be returned.

Manufacturer narrative:
Date sent: 05/21/2009. Information anticipated, but unavailable at this time.